Event description:
It was reported that customer was hospitalized for low blood glucose. It was also reported that when priming customer was connected to pump which caused low blood glucose and unconsciousness, prior to hospitalization. In addition, it was reported that no numbers appeared on screen and no beeps heart while priming.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowlege.